Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
The reported event that could not be confirmed since the device was not returned for evaluation and in the CT scans provided cement spacer was observed. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿implants were removed, and a cement spacer was placed. So, no assessment of the implant is possible. However, the report shows that the intended implants (tibia: infinity adaptis and talus infinity adaptis flat cut) have been in place. This matches the bone imprints on the CT-scan. The planned revision with the inbone components has not taken place, the CT-scan shows no signs of surgical preparation for these implants. The most common reason for the placement of a cement spacer is a deep infection.¿ in the assessment of CT scans it was observed that a cement spacer was placed more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant for reasons that are not available at the time of this report. The patient received a cement spacer.